Manufacturer narrative:
The reported complaint of solex catheter issue was not confirmed. No issues or discrepancies were found during visual and functional testing. The catheter performed as intended. Visual examination of the returned catheter was performed. No physical damage was found on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the balloons. During functional testing, a good known zoll guidewire was inserted into the tip of the catheter and exited to distal infusion port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Functional pressure test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned solex catheter was connected to a good known suk and ran with the thermogard system for an hour in the max warming mode with a target temperature of 37°c and an hour in the max cooling mode with a target temperature of 35°c, no leak was observed on the catheter. The catheter was performed as intended.

Manufacturer narrative:
The zoll catheter was returned to zoll on 07/05/2019 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient has inserted a solex 7 catheter for ivtm therapy. Per the reporter, the patient was obese ((B)(6) kg). The guidewire was placed into the right internal jugular vein and the correct position was confirmed with ultrasound. The catheter was placed halfway through, however, the customer was unable to further advance the catheter. Per the reporter, the issue was defined as a catheter problem and not due to the patient's anatomy. No information provided if it was any time delay after removal of the protective sleeve and placing the catheter into the vein. After several attempts, the customer made the decision to place the second catheter in the left internal jugular vein. The placement was successful and the treatment was continued. No patient harm or consequence reported on this event.